Event description:
It was reported that after a supply change, the user experienced hyperglycemia with blood glucose readings escalating to the 300s and a fingerstick in the 500s, while not utilizing meal announcements and encountering difficulty removing the needle guard cap during reconnection; the user later completed the supply change with cartridge replacement, tubing fill, and cannula fill confirmed, and the device displayed a 400 alert during the event. Symptoms included feeling okay without other reported clinical effects. Outcomes included correction with a manual injection of 7 units of insulin and no need for outside assistance or medical intervention. Investigation included review of user-reported logs and guided troubleshooting to complete the infusion set and tubing setup. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device or component malfunction identified during reconnection and successful completion of setup. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.